Manufacturer narrative:
Additional information for: g3, g6, h2, h6, and h10 as reported in a research article, 94 consecutive patients with severe as underwent aortic valve replacement with a trifecta valve from september 2012 to september 2020; events of atrial fibrillation, stroke, surgical site infection, patient-prosthesis mismatch, structural valve deterioration, re-operation, and ventilation time greater than 72 hours. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "impact of the trifecta bioprosthetic valve in patients with low-flow severe aortic stenosis", was reviewed. This research article is a retrospective single center experience to evaluate the effect of the trifecta bioprosthesis, which has a large effective orifice area, in patients with low-flow severe aortic stenosis (as) who have a poor prognosis. Trifecta valves were associated with the study. There is no allegation of malfunction of the abbot device. The article concluded that no patients had severe patient¿prosthesis mismatch(ppm), and left ventricular(lv) hypertrophy improved at one year after aortic valve replacement(avr) with the trifecta bioprosthesis in the low-flow(lf) and normal-flow(nf) groups. As a result, there were no significant differences in surgical early or mid-term outcomes between the groups. This report is being submitted conservatively. The primary and correspondence author of the article is tohru takaseya, department of surgery, kurume university, asahi-machi 67, kurume-shi, fukuoka, japan with the corresponding email: ttakaseya@med.kurume-u.ac.jp.